Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of this issue was determined to be a use error; the tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 23:50:33. During night drain cycle seven, the patient's ultrafiltration reading was 1604ml, indicating the home patient (hp) drained 954ml more than their maximum programmed fill volume of 1300ml. No additional information is available.